Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery of right lower lobe wedge resection case, the operator fired the stapler with no issue, but the issue happened in the second firing. After the scrub nurse self-tested and checked the three solid lights (handle, adapter, reload indicators), the device was handed to the operator. The operator inserted it to the thoracic cavity and opened and articulated the jaw of cartridge to access to tissue. After accessing, the operator clamped the tissue with the jaw and pushed the green button to fire and he checked the flashing green light in the status indicator. But, the firing was stopped as soon as the operator pushed the blue button to fire, almost simultaneously, the jaw could not be opened with neutral and open button. So, the circulating nurse extracted the battery from the handle and inserted it again, but it did not work. After that, she tried to disassemble the adapter with the stapled (not neutral, articulated status) from handle and assemble again. Finally, the jaw was opened and it could be out from the thoracic cavity with manual neutral position (with right down blue toggle). The scrub nurse changed handle, adapter and the reloads to a new one to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the handle found no abnormalities the electrically erasable programmable read-only memory (eeprom) was uploaded and indicated 3 autoclave cycles for the handle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related condition. If information is provided in the future, a supplemental report will be issued.